Event description:
It was reported that approximately six months post port device implant, digital subtraction angiography (dsa) imaging demonstrated the catheter allegedly migrated to the pulmonary artery and the catheter detached from the port body. It was further reported the port body and catheter were removed in two separate procedures. The patient is stable post port device removal.

Manufacturer narrative:
H10: manufacturing review: a lot history record review could not be completed as the lot number was not provided. Investigation summary: although the sample was not returned for evaluation, three electronic photos were provided for review. The investigation is confirmed for detachment, as the three photos show the separated pieces of the device. Although the sample was not returned for evaluation, two medical images were provided for review. The investigation is confirmed for migration, as the image review appears to have shown a migrated catheter. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4 h11: h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Photos and medical images were provided for review. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for review. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately six months post port device implant, digital subtraction angiography (dsa) imaging demonstrated the catheter allegedly migrated to the pulmonary artery and the catheter detached from the port body. It was further reported the port body and catheter were removed in two separate procedures. The patient is stable post port device removal.